Event description:
In 2008 mesh implant: monarc subfascial hammock bladder sling for pop repair. Groin pain started in (B)(6) 2012, worsening over time. Spotting blood from urethra, vagina. Pain in groin, down legs, vaginal intercourse pain, constant vaginal, bladder, urethra, pelvic pain. I used to run up to 7 miles a day. Not able to run or walk track for exercise. Causes more pain and bleeding from vagina, urethra and rectum. ER visit (B)(6) 2013 for spotting and pain. Sent to gyn who says it's mesh erosion. He does not install them any more; causes injury, that I need it removed. Sent to urologist who only wants to remove arms of implant, leave the rest in. He also bragged that he still installs slings. Currently, trying to get insurance approval for total removal from experienced urologist who specializes in mesh removal in (B)(6). Please ban all mesh, this is torture and I pray no other man or woman receives this hell. I will also have to have another sling surgery after healing from mesh removal for pop. There is a sling made from your own flesh that I will have made and put in for the second surgery. I do not want my identity disclosed as I have obtained an attorney.